Event description:
It was reported that during a medial and anterior cruciate ligament surgery the device came apart during dinal tightening and advancement of the graft into the femur. This resulted in losing the shortening and self locking mechanism. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully by switching the technique. An arthrotomy was done for knot tying over button on cortex. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.